Event description:
It was reported that during a service visit performed by a getinge field service engineer (fse), an abnormal noise was heard coming from the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement.

Manufacturer narrative:
It was reported that during a service visit performed by a getinge field service engineer (fse), an abnormal noise was heard coming from the cardiosave intra-aortic balloon pump (iabp). A getinge field service engineer (fse) determined that the abnormal noise coming from the compressor. As such, the fse resolved the issue by replacing the scroll compressor (0119-00-0236), valve, relief (0103-17-0004), and reservoir, pressure-vacuum (0202-00-0170-03). The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).